Event description:
The customer reported that the insulin pump had a frozen display and the time was not advancing. Instructed the caller to leave the battery out of the insulin pump for two hours, and call back if the problem continues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.